Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.01 cm in diameter saccular abdominal aortic aneurysm approximately two years ago. The aortic neck was 22-25 mm in diameter and 19 mm long. Distal aorta was 22 mm in diameter. Right iliac was 14-17 mm in diameter, and left iliac was 13-15 mm in diameter. Iliacs were mildly tortuous. Right and left femoral arteries were 11 mm in diameter. Patient had a history of aaa repair with an intervention. The main graft was implanted via the left side. The endurant graft was successfully deployed; the right and left distal ends of the device were placed proximally to the internal iliac arteries. According to the crfs, a type ib endoleak of the left limb was identified at the index procedure and was corrected with extension cuffs. Stent graft kinking was also identified, because the graft was deployed within and constrained by the former aaa repair graft; however, the kinking was described as acceptable. The graft was patent with no malfunctions observed. A CT at the 1 month follow-up, showed a type iia endoleak from a single patent collateral vessel, the inferior mesenteric artery, though this type ii leak was left uncorrected. Additional information from the 1 year follow up, imaging showed an endoleak type iia, left uncorrected. The patient was discharged. The type ii endoleak left untreated. It was reported that the patient had an mi and expired. The investigator assessment stated that the event of mi was not related to the study device or study procedure. The general practitioner has written a death certificate for patient the attributing the cause of death to a "ruptured aortic aneurysm", in the absence of any evidence that this is actually the case. The patient's previous follow ups and scans have been unremarkable, therefore without adequate evidence, the gp has attributed the patient's death on his aneurysm, despite documented renal cell carcinoma, lung carcinoma and ischaemic heart disease. The patient died in their sleep from no apparent cause. The family declined post mortem examination. The investigator stated that "the patient most likely died of cardiovascular related causes."

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death, endoleak, rupture, stent graft kinking), patient's condition affected effectiveness of device (type ii endoleak), (unknown cause of event). Conclusion: device failure/lack of effectiveness related to patient condition (type ii endoleak), (unknown cause of event).